Manufacturer narrative:
(B)(4). Concomitant medical products: comprehensive srs discovery distal body with screw, catalog#: 211255, lot#: 829690. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while connecting the humeral body with the condylar kit of the elbow prosthesis, it was not possible to screw the two pin screws for securing. The issue was corrected intra-operatively by using a high-speed milling machine and twist drill. The device was implanted, and no serious injury has been reported. No further information has been provided.